Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg with dose of 175 mcg intrathecal therapy via an implanted pump. The units were not identified. The type of baclofen, concentration, dose, and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's pertinent medical history included transverse myelitis. The patient's concomitant medications were unknown. The patient was in the emergency room on (B)(6) 2016 for sudden symptoms of underdose with contracture of the arms with flexion, tingling, with no weakness. The hcp believed the pump had failed. The pump had not yet been read and the hcp had not heard a pump alarm. Additional information was received from a manufacturer representative indicating the patient was convinced there was an issue with her system since she began having baclofen withdrawal symptoms. No environmental/external/patient factors were known to have led or contributed to the issue. The pump readout showed no alarms on (B)(6) 2016. The catheter dye study performed on (B)(6) 2016 was successful and the rotor study performed on (B)(6) 2016 was successful but something wasn't right; therefore, the patient requested a new system. No additional actions were taken. The surgeon decided to replace the entire system and it was explanted and replaced on (B)(6) 2016. The issue was resolved at the time of this report. The product would be returned to the manufacturer. The patient status at the time of this report was alive with no injury. Additional information was received from a hcp. In regards to troubleshooting/diagnostics, a catheter study and rotor study were performed and results were normal. No issues were found; however, the neurosurgeon decided to replace the device system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8637-20 found no anomaly. Interrogation of the device found it was used to infuse baclofen 2,000 mcg/ml at 260.3 mcg/day. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.